Event description:
It was reported, the programmer kept bringing up a fatal error when trying to boot-up the programmer three times. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device would intermittently boot to an error. If it did not boot to the error, it would revert to it as soon as an interrogation was attempted. The programmer would not connect to the network when the error came up. This error was corrected by reloading the software.